Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no impact to the customer¿s blood glucose. Reportedly, the pump was successfully turned back on. Although requested, further troubleshooting was declined.